Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for a follow up visit. The pulse generator exhibited backup vvi operation possibly due to an electromagnetic interference event. After the backup was cleared, the device returned to normal operation. A patient follow up was scheduled.